Manufacturer narrative:
The blue stapler 45 reload involved with the reported event is not available for return to isi. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the current information provided, this complaint is being reported due to the following conclusion: all fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. Although no patient harm occurred, if this alleged malfunction were to recur it could cause or contribute to an adverse event. At this time, it is unknown what caused the instrument accessory breakage to occur.

Event description:
It was reported that during the da vinci-assisted surgical procedure, blue ¿shards¿ were identified on the stapler 45 reload when the surgical staff was mobilizing the bowel. Three stapler 45 reloads were reportedly used during the case. The ¿shards¿ were retrieved during the same surgical procedure and there was no reported harm to the patient. The reloads are not available for return to intuitive surgical, inc. (Isi) for evaluation. On (B)(4) 2018, isi contacted the isi clinical territory associate (cta) and the following additional information regarding the reported event was obtained: she was present during the surgical procedure which was not recorded on video. The cta stated that the first stapler reload was fired with no errors or clamping issues. However, after the reload was fired, a blue fragment from the stapler reload was found on the patient's colon. The surgical staff was able to remove the fragment. After a second stapler reload was installed and the stapler 45 instrument was inserted, another blue fragment was found on the patient's colon. This fragment was identified before the second reload was fired and was also retrieved during the same procedure. The cta and surgical staff did not know where the second blue fragment came from. The remaining stapler reloads were fired with no further issues. The surgical procedure was completed robotically and no post-operative complications were reported to her knowledge.

Manufacturer narrative:
In relation to the reported event, intuitive surgical, inc. (Isi) received FDA uf/importer report # (B)(4) with the following event description: ¿during robotic surgery, an endostapler was used. Later in the procedure a blue, plastic like material was found in the abdomen. The used stapler was examined and one portion was broken off. The material found in the abdomen was consistent with the stapler material.¿ based on the current information provided, this complaint will remain reportable due to the following conclusion: all fragments were retrieved and no additional surgical intervention was required. Although no patient harm occurred, it is still unknown what caused the instrument accessory breakage to occur.